Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer's blood glucose reading was 440 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement, and self tests passed. However, the insulin pump failed to alarm no delivery during the high pressure test. The customer already had a new insulin pump that he was instructed to begin using. Nothing further was reported.